Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from a u9000 ultrafilter during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. Visual inspection of the photographs shows the product after use (wet). Photo one shows the barcode. Photo two shows the product label with the lot information. Photo three shows the head area of the filter with a red marking of the leakage. Photo four shows the complete product with part of the product label. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause of the leak was due to a crack in the housing near the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.